Event description:
A head nurse reported that after intraocular lens (iol) implantation, patient had blurry vision. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was incorrect lens power - patient complained of blurry vision. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).